Manufacturer narrative:
Results of investigation: the suspect device was returned to vyaire medical. Vyaire medical field service technician went onsite to check the unit and replaced insp. Block successfully. Replaced 2 cell and calibrated successfully. The reported failure was confirmed and isolated to damage on the blower driving hardware of the main electronics board (p/n 030.500.060 s/n (B)(6) ) due to a high resulting current needed to overcome actual inertial torque of the blower rotor.

Event description:
It was reported to vyaire medical that the bellvista1000 us had alarms 401 - inspiration valve or device leaky and 316 - blower failure prior patient use. Furthermore, there was no patient associated with the event.

Manufacturer narrative:
"Vyaire file identification: (B)(4). The suspect device has not been returned for evaluation. Advised to replace the unit inspiration block under extended warranty until 11-24-2022. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available."